Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the device stayed powered on with no issue. There was no fault found with the returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical cadd solis 2110 pump shuts off even fully charged. No error message just goes black and I have to power on again. No adverse patient effects were reported.